Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown epoca system. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility phone number is not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had epoca resurfacing and metal backed glenoid in situ. This was revised to a delta xtend shoulder system. Previously implanted epoca was revised to reverse shoulder system. This report is for an unknown epoca system. This is report 1 of 1 for complaint (B)(4).